Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose reached 275 mg/dl while wearing the pod between 1 and 4 hours. The patient reported that the needle did not deploy upon pod activation, indicating a needle mechanism failure. Upon their blood glucose levels rising, attempted to administer an insulin bolus. Insulin was subsequently noted to be leaking from the pod site. The cannula was not visible upon pod removal. The patient removed the pod. Further treatment was not reported.